Manufacturer narrative:
The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, and active current measurement, download the pump trace and history files using thump, or verify the flashing white display complaint due to the blank display. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on pcba 2, the motor, force sensor, or vibrate harness assembly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, missing display window cover, minor scratched lcd window, cracked retainer, and pillowing keypad overlay. No crack on the lcd display window noted during the visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on pump. The customer experienced hypoglycemia with blood glucose value of 82 mg/dl and fell. The customer reported hypoglycemia was treated with glucose/carb intake. The event involved product(s) mmt-242a, mmt-7040ma, mmt-1884, mmt-332a. Troubleshooting was performed. The insulin pump fell and hit a rock. The customer reported physical damage to the retainer ring. The customer reported a crack on the screen/display and screen/display window cover. The damage was affecting/impacting pump functionality. The customer reported a solid white screen. The customer confirmed that the screen is not displaying a flashing medtronic logo. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-242a, mmt-7040ma, mmt-332a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.